Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 800 mg/dl at the time of incident. The customer¿s blood glucose level was 469 mg/dl at the time of incident and current blood glucose level was 268 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose the customer was treated by insulin pump and the manual injection. The customer stated that the automode feature was active an automatically adjusting insulin delivery at the time of high blood glucose level. Troubleshooting was done for high blood glucose and under delivery. The customer stated that infusion set cannula was bent. The insulin pump will not be returned for analysis.